Event description:
Subsequent to the initially filed report, the following information was received: initial flushing of the marker lumen with saline prior to use was successful. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Additionally, femoral imaging was not performed. It should be noted that the electronic perclose proglide IFU, states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violations contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after the patient 's ECMO (extracorporeal membrane oxygenation) treatment plan was withdrawn using a 17f sheath. Femoral imaging was not performed. Reportedly, no bleed back was observed from the marker lumen of the proglide device. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - indication for use. H6: medical device problem code 2017 - failure to follow steps / instructions.